Event description:
The doctor reported separating a file in a pt's tooth. The doctor had previously used the file twice before. The pt was referred to an endodontist for treatment. At the time of this report there was no further pt info available.